Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with loose drive support disk noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was loose. The customer blood glucose level was 209 mg/dl at the time of incident. Troubleshooting was performed. The product will be returned for analysis.